Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing extreme pain at their lead site, along with the site being red and swollen and patient having a fever. An infection was confirmed at the lead site. In turn, patient taken to the emergency room and admitted. Surgical intervention was undertaken wherein the system was explanted. Patient is currently admitted in the hospital and on antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.